Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in (B)(4) united kingdom (returned to the rrc on 2022/09/01). The evaluation at the rrc confirmed the occurrence of error message e006, which could not be reproduced, but was found in the error log several times. Since the error message could not be reproduced, a temporary fault is assumed. No functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. Error e006 is triggered when the electrical resistance between the electrodes of the device increases, which is generally caused by user error, e.g. If an irrigation fluid with a low conductivity is used, if there is increased tissue adhesion at the electrode¿s distal tip or if the cutting electrode has not been correctly inserted into the hand instrument. However, the exact cause could not be conclusively determined in this case. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the esg-400 hf-generator issued error code e006. According to the customer, the correct fluid was attached and was running. The connections of the hand instrument were also checked by the staff and were correctly attached. The surgeon had to advance the scope and working element away from the prostate and back into the bladder and activate the generator to rectify the error. However, the intended procedure was completed with the same set of equipment without significant delay and there was no report about an adverse event or patient injury.